Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: one 20039e sample was received for investigation with residual fluid in the line alongside an open packaging from lot 20045709. Additionally an unknown 3ml luer lock syringe was received connected to the sample to assist the investigation. Note in this instance the customer initially reported the affected lot to be 20054309, however a review confirmed lot 20054309 relates to a different product. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. A visual inspection of the male luer from the received syringe identified that the tip was slightly domed. The sample was flushed with the syringe as received connected to the 20039e sample; no occlusion or flow restriction was identified. Further testing was performed by connecting it to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045709 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months. Investigation conclusion: one x 20039e lot 20045709 sample was received with open packaging. Residual fluid was observed. Smartsite extension set was received connected to a 3ml syringe from unknown origin. Visual inspection revealed no damage to sample or connected product. Functional investigation involved flushing the received set with the connected syringe in its received form: no occlusion was observed. Subsequent flushing with a 60ml bd plastipak syringe and a 5ml bd luerslip syringe was then performed: no occlusions were observed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: can not priming with syringe.